Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr (gold). The motor was tested outside of the device and passed. Insulin pump passed displacement test and self test. Insulin pump was tested with no audio/vibrate anomaly noted.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer¿s blood glucose level was 114 mg/dl at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.